Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this electrode had puss coming out of their device pocket. The physician suspected the patient had an infection and thus was treated with antibiotics. At this time the electrode remains in service and there have been no additional adverse patient effects reported.